Event description:
The patient reported frayed and exposed wires of the power supply. The cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
No device analysis results are available as the device was not returned for investigation.